Manufacturer narrative:
Concomitant medical products: dtba1d1crtd, implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed coagulase (B)(6). It was also reported a transesophageal echocardiography showed possible vegetation on the right ventricular (rv) lead. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and the patient was treated with antibiotics. No further patient complications have been reported as a result of this event.